Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of aneurysm, his coil would not detach. It was reported the physician w ithdrew the coil successfully and replaced it with another coil and finished the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - additional information evaluation of the returned device has been completed and the clinical observation was confirmed. As received the implanted coil was found to be damaged and still attached to the pushwire. The instant detacher was not returned. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. During evaluation, the coil was successfully detached with in-house instant detacher on first attempt. The pushwire was then intentionally broken distal to the break indicator, and the release wire was pulled out from the broken location for evaluation of the coin. All other subassemblies appeared to be normal and no other anomalies were observed. The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. Based on the device analysis and on the event description, the cause of ¿non-detachment¿ could not be determined. All parts of the pushwire which could affect detachment were found within specifications. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium coil instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.